Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements greater than 125 ohms. The health care professional (hcp) did not have a recent threshold measurement, however all other threshold measurements were within range. There was no evidence of noise, however the hcp requested review of possible short v-v intervals suggestive of noise. Upon review of ventricular rate counts, there was only one beat greater than or equal to 250 beats per minute (bpm) over the last year. Technical services (ts) recommended increasing the shock impedance alert value to 150 ohms and continued monitoring. This ICD system remains in service. No adverse patient effects were reported.